Event description:
Reporter alleged she obtained a result of 407 mg/dl on the advantage system and took 2 additional units of humalog in addition to the 8 units she was already taking because of the result. Reporter stated that shortly afterwards she felt sleepy, had blurred vision, and passed out. Reporter stated that the emts were called, they obtained a result of 20 mg/dl on their system and treated her with sugar through an IV. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.